Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Dob-unk. Device evaluated by manufacturer? No. Lens not returned. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vticmo 12.6 implantable collamer lens, -12.5/1.00/094 diopter in to the patient's right eye (od) on (B)(6) 2015. The lens was explanted on (B)(6) 2015 due to low vault.

Manufacturer narrative:
Additional information: device evaluation: product evaluation found that the lens was returned dry in lens case/vial. Clear surgical residue/debris was present on the product. Visual inspection found that the haptic was torn/broken/bent/deformed and foreign material (blood) was present on the lens surface. Dimensional inspection found that the lens measurements were within specifications. (B)(4).

Manufacturer narrative:
Additional information: work order search: no similar complaints were reported for units within the same lot. (B)(4).